Event description:
Patient with recurrent diverticulitis had a hand assisted laparoscopic converted to open colo-rectal procedure. Post operative day 1 through the next several days, he spiked temperatures, blood and urine cultures were negative. Patient had abdominal tenderness and distention as well as increasing fluid requirements. Cat scan was performed which showed free air. Taken back to the operating room where an anastomotic leak was found. He had a hartmann closure of the rectum and colostomy. Patient was discharged on eight days later, in stable and improved condition.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer; therefore, manufacture and expiration dates unk.